Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent colpopexy and repair of paravaginal defect due to sui. It was reported that the patient underwent mesh revision/removal surgery on (B)(6) 2012 and (B)(6) 2013 due to pain, erosion, dyspareunia, recurrent utis and sui.

Manufacturer narrative:
It was reported that the patient underwent cholecystectomy in (B)(6) 2010; exploratory laparotomy and bilateral oophorectomy in (B)(6) 2010; a wound dehiscence and exploratory laparotomy in (B)(6) 2010; and central large ventral hernia repair in (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.